Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the(light blue) main body of the twist clamp on a minicap transfer set. It was further described as "tip of transfer set unscrewed completely instead of coming disconnected from the solution bag". This occurred during an unspecified process step for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.